Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a myocardial infarction is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
The patient was admitted to the emergency room due to elevated troponins as a result of a non-st-elevation myocardial infarction. Percutaneous coronary intervention was performed on (B)(6) 2019. The patient was stable and discharged. According to the physician, the diamondback 360 coronary orbital atherectomy device could not be ruled out as a contributory factor. Subject identifier: (B)(6).

Manufacturer narrative:
This event was a duplicate of report 3004742232-2019-00105. Information has been correctly reported in the primary report. This report is retracted.